Event description:
False alarms occurring in infant security system. Requires emergency response by staff. In addition, bands are not alarming when tested. Attempts to work with MFR to correct problem has not been effective. False alarms: (B)(6) 2011 - 55, (B)(6) 2011 - 77.